Event description:
A caller reported that a cartridge was damaged, and the issue occurred twice on the same day. However, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully changed the cartridge and resumed insulin therapy, and the damaged cartridge was not returned.